Manufacturer narrative:
Block b3: exact date unknown, event occurred two months after the device was implanted. D6b: explant date: two months after implant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was hospitalized due to an extreme pain. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.